Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. After a 3.5x38mm xience sierra drug-eluting stent (des) was initially deployed, it was noted that the stent could not be expanded passed 3mm. A post-percutaneous coronary intervention (pci) and intravascular ultrasound (ivus) revealed that the stent was still not expanded after using a non-compliant non-abbott balloon catheter. There were no adverse patient effects nor clinical delay reported. No additional information was provided.